Event description:
It was reported that this pacemaker system declared a lead safety switch (lss) due to low out-of-range (oor) pacing impedances on the non-boston scientific right ventricular (rv) lead, measuring 200 ohms. Boston scientific technical services (ts) discussed troubleshooting options, and recommended reprogramming the lead to unipolar pacing and bipolar sensing. This pacemaker remains in service. No adverse patient effects were reported.